Manufacturer narrative:
The 2.5mm diameter locking screw (1405-xxxx) is provided to customers within a sterile kit (sk-12) and marked single use. The UDI reference is for the sterile kit, sk-12, that the product is distributed within. The devices were not returned to the manufacturer for evaluation as they were discarded. The product identification necessary to review the manufacturing history was not provided. The root cause of the revision is related to the screws backing out of the plate, which was most likely a result of the screws not being properly seated during original implantation. The analysis is based on feedback from the surgeon collected at the time the event was reported. Further investigation is in process. The company will supplement this MDR as necessary and appropriate. Discarded.

Event description:
It was reported 04/15/2016 that a patient previously underwent a mtp procedure and subsequently, the surgeon planned to revise the patient on (B)(6) 2016 due to screws backing out of the plate. Two unknown screws (1405-10xx) were removed on (B)(6) 2016 and the explanted devices were discarded. The screws were not replaced with other implants. No other devices were removed during the revision surgery.